Event description:
The customer reported intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer addressed the high bg by administering a correction bolus through the pump. Reportedly, the customer is not cycling the cartridge and using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and to use room temperature insulin. The customer changed the infusion set and cartridge to resolve the issue.